Event description:
Customer reported the system is displaying inverted images and cine images are negative. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a pin in the lemo connector. System operates as intended.